Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x20mm promus element plus drug-eluting stent was unpacked; however, it was noted that the stent was damaged.